Event description:
Tunneled lumbar epidural catheter had been placed preoperatively by the acute pain service physician for postop pain management for a below knee amputation. The catheter worked fine. During the attempted removal of the catheter, it broke upon slight tension. Approximately 14 cm of the catheter was retained in the left flank area. Physicians were unable to retrieve it at the bedside. The following day the patient was taken to interventional radiology, but still unable to retrieve, the catheter. It was removed successfully in the or by a neurosurgery physician.